Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test.". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gi conditions/gastrointestinal or digestive system condition type: acid reflux"), alopecia ("hair loss"), headache ("headaches") and nervous system disorder ("neurological condit/problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, back pain, psychological trauma, fatigue, gastrooesophageal reflux disease, alopecia, hormone level abnormal, headache, nervous system disorder and weight increased outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, nervous system disorder, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ dysmenorrhea (cramping),apareunia, back pain. If no removal planned, select reason(s): medically unfit. Previously reported insertion date: 01-sep-2013 and 26-aug-2014 (discrepancy noted). Coils left: 5 coils right: 5. Procedure description of laparoscopic bilateral salpingectomy for removal of essure device bilaterally. Specimens: bilateral fallopian tubes and essure devices findings: the uterus did appear boggy and was suspicious for adenomyosis. The cornual portion of each fallopian tube was palpated using graspers and the essure is a appeared to be resent. Description: the right tube was elevated and small bites of this tubal tissue at the cornua were made to expose the essure coil. The essure coil was then gently pulled from the cornual portion of the uterus. The entire device was removed and examined both laparoscopically as well as once the tube and coil removed from the abdomen. The tubal stump was hemostatic. At the cornua the tubal tissue was carefully dissected from the base of the essure device to expose the essure coils. The entire device and tube was removed intact. Examination of the tube on the operative field revealed that the complete device had been removed. The left tubal stump was hemostatic. Lot number: b97492 manufacturing date: 2013-11-27 expiration date: 2016-11-30 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test." On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gi conditions/ gastrointestinal or digestive system condition type: acid reflux"), alopecia ("hair loss"), headache ("headaches") and nervous system disorder ("neurological condit/problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, back pain, psychological trauma, fatigue, gastrooesophageal reflux disease, alopecia, hormone level abnormal, headache, nervous system disorder and weight increased outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, nervous system disorder, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ dysmenorrhea (cramping), apareunia, back pain. If no removal planned, select reason(s): medically unfit. Previously reported insertion date: (B)(6) 2013 and (B)(6) 2014 (discrepancy noted). Coils left: 5 coils right: 5. Procedure description of laparoscopic bilateral salpingectomy for removal of essure device bilaterally. Specimens: bilateral fallopian tubes and essure devices. Findings: the uterus did appear boggy and was suspicious for adenomyosis. The cornual portion of each fallopian tube was palpated using graspers and the essure is a appeared to be resent. Description: the right tube was elevated and small bites of this tubal tissue at the cornua were made to expose the essure coil. The essure coil was then gently pulled from the cornual portion of the uterus. The entire device was removed and examined both laparoscopically as well as once the tube and coil removed from the abdomen. The tubal stump was hemostatic. At the cornua the tubal tissue was carefully dissected from the base of the essure device to expose the essure coils. The entire device and tube was removed intact. Examination of the tube on the operative field revealed that the complete device had been removed. The left tubal stump was hemostatic. Lot number: b97492, manufacturing date: 2013-11, expiration date: 2016-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: essure removal information added; adverse event "chronic pelvic pain" added to the case; removal findings added; reporter added; imdrf-FDA synchronization. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.